Event description:
The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(6) 2012. "Title: xxxx. Event description: I heard vent alarming and as I heard it was called in by rn who was in the middle of giving a bath. When I entered the room I noticed that the event was alarming disconnect and etco2 alarm was active and reading zero. I grabbed the ambu bag and started to manually ventilate pt. Pt's spo2 was 16% when I started and I was able to return it to 100% within a couple of mins. When ventilator was removed from room it was found that the inspiratory limb had been disconnected from the fisher & paykel [humidifier], and after replacing the limb ventilator was checked with test lung and was operating normally." "Device usage problem: other"

Manufacturer narrative:
Carefusion has requested additional info (device serial number, copy of their service report if applicable, manufacturer of the pt circuit and p/n if carefusion circuit) from the user facility on two occasions and the user facility has been unable to provide any info pertaining to the device involved. The user facility did not provide any pt or device codes on their user facility report. (B)(4). The following description of the device eval by the user facility was copied from the user faculty medwatch report received from the FDA on (B)(6) 2012. "Results from test on (B)(6) 2012: the ventilator was operating properly, the breathing circuit simply came disconnected from the in-line heater and the pt wasn't getting breaths from the vent any longer. That's what the alarms are for. The rt followed proper procedure by bagging the pt up first before trouble shooting the vent." Based on the info provided by the user facility, carefusion has determined that the device operated as intended. When the inspiratory limb of the pt circuit became disconnected from the fisher & paykel humidifier the device displayed the "circuit disconnect" alarm banner and audibly alarmed.